Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the footplate snapped off the proglide device and traveled down the patients leg. The footplate was attempted to be retrieve, but could not be removed. The patient currently has suffered no adverse event from this incident. No additional information was provided at this time.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported difficulty to retract the foot and 'shake' in the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a superficial femoral artery and below knee angioplasty for limb ischemia interventional procedure using a 6f sheath. No resistance was noted during advancement of the proglide device into the anatomy. Reportedly, the proglide was inserted, the lever was lifted to deploy the footplate and the device was pulled back to feel tactile sensation of the footplate against the wall of the artery and cessation of mark. The physician witnessed a 'shake' in the device. The footplate was attempted to be closed, and was met with a lot of resistance. The footplate eventually closed and the proglide device was removed. No resistance was not noted on removal. Upon removal it was noted that a footplate was missing, and the footplate had not returned to the original placement. Vessel damage was also noted. A 10f sheath was inserted to achieve hemostasis at this point, closure was obtained with placement of a full coverage stent. The separated portion of the footplate traveled down the patients leg, retrieval was not attempted. Further duplex of patients foot established that the footplate remains in the patients foot. The patient currently has suffered no adverse event from this incident and this will continue to be monitored.